Event description:
The patient was undergoing a thrombectomy procedure using an indigo system catrx aspiration catheter (catrx), a non-penumbra sheath, and a non-penumbra guide catheter. During the procedure, while advancing the catrx into a catheter, the distal end of the catrx fractured. The entire catrx was then removed from the patient. The procedure was completed using a new catrx. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned catrx confirmed a fracture on the catheter shaft. This fracture is likely a result of a kink. If the catrx is advanced against resistance during use, damage such as a kink and subsequent fracture may occur. Based on the reported complaint, the root cause of resistance during the procedure could not be determined. Further evaluation revealed that the guidewire lumen was damaged at the proximal end, and a kink and ovalization on the distal fractured segment. These damages are likely incidental to the complaint and may have occurred during packaging of device for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.